Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) failed back surgery syndrome. It was reported that the patient had lost stimulation in their left leg. High impedances were found on electrode 5, which was associated with the left lead and used in programming. The cause of the high impedances was unknown and not determined. The rep reprogrammed and was able to get effective stimulation again; the issue was resolved. No further complications were reported or anticipated.